Event description:
It was initially reported that the patient was in pain for the last year and a half prior to the report and that the patient had pain next to the stimulator. It was stated that it looked swollen for the last 6 months prior to the report, but it was also stated that "it could be just the way the area looked." A loss of therapeutic effect was also reported. It was stated that the patient had "lost the use of the stimulator" for pain relief about a year prior to the report. It was later reported that the health care provider was "thinking about" taking the generator out but leaving the leads in place. Approximately a week later, it was reported that the patient was scheduled to have the implantable neurostimulator (ins) explanted on 2013 (B)(6). The healthcare provider wasn't sure what may have been wrong. Approximately two weeks later, it was confirmed that the whole system explant took place on the scheduled date. The device was reportedly explanted because the patient was not using it any longer. It was noted that the explant was ¿straightforward¿.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 3 777-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)